Event description:
It was reported that the field representative called for review of a stored atrial tachy response (atr) episode for this patient with a cardiac resynchronization therapy defibrillator (crtd). Technical services (ts) reviewed the data and determined the atr episode were inappropriate due to farfield oversensing. Additionally, there was a stored pacemaker mediated tachycardia (pmt) episode which appeared to be due to sinus tachycardia. Ts provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.